Event description:
It was reported that the pump¿s display backlight/led under the screen was damaged, resulting in poor screen visibility, after the user leaned on an object while working on a car. The device still responded to inputs but the screen could not be seen. A replacement ile was arranged. No clinical effects reported. Outcomes included no reported impact on health and no medical intervention. Investigation included complaint review, user interview, and assessment of device use and handling. Investigation of this case revealed device damage consistent with external mechanical stress and inability to shut down via the user interface due to impaired screen visibility, while data synchronization to the mobile app was completed. It was concluded that the event was attributable to physical damage to the display assembly, with no evidence of a device malfunction related to manufacturing or design.